Event description:
Upon abiomed's medical safety officer review, there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The investigation into the priming issue has been completed since the original report was filed. The pump was returned for evaluation. Upon visual inspection, no abnormalities were found. Electrical testing was performed and no open lines were found and electrical lines were all within normal range. The pump was plugged into a lab automated impella controller (aic) to attempt to reproduce "impella defective" alarm. No alarms were triggered when plugged into console and the aic prompted to begin case start. The pump was then connected to multiple aic's to attempt to reproduce the alarm. Six of the six aic's did not alarm when the pump was plugged in and aic's prompted case start. The data logs from field were not returned. The clinical details noted that the impella defective alarm occurred when the priming pump and new pump were able to run successfully on the same aic. The root cause of the impella defective alarms could not be determined due to field logs not being returned and limited clinical details. D.6a and d.6b revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported the patient was on impella cp support and the pump connection was defective and an error message "please replace" appeared during priming. The impella was replaced successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.